Manufacturer narrative:
(B)(6).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an adhesive event where infusion set tape did not stick during swimming. No further information was available.